Event description:
The pt reportedly underwent a total hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2008, performed by dr. (B)(6), for the treatment of her stage ii uterine prolapse. During this same surgery, dr. (B)(6) placed an unspecified MFR's suburethral bladder sling to repair a cystocele. The claim notes that the pt had appointments with dr. (B)(6) in (B)(6) of 2005 in which she had complaints of urinary urgency, pain, frequent urination, and nocturia. The pt was prescribed enablex to help with her urination issues which did help for some time in 2006 the pt diagnosed with a stage IV cystocele. On (B)(6) 2006, the pt underwent placement of a perigee repair system for repair of a cystocele and enterocele, use of an apogee needle and placement of an intexem graft for repair of a rectocele, and excision of a vaginal lesion. This surgery was performed by dr. (B)(6). The claim indicates the pt did not have any major issues until (B)(6) 2013, at which time dr. (B)(6) diagnosed her with a stage ii vaginal vault prolapse, a stage ii cystocele, a stage ii rectocele, and stress urinary incontinence. The pt underwent surgery on (B)(6) 2013 performed by dr. (B)(6), for repair of a rectocele with placement of a restorelle y polypropylene mesh along the posterior vaginal wall, excision of exposed mesh on her anterior vaginal wall, excision of mesh that had grown into her bladder, placement of a restorelle mesh along the anterior vaginal wall, and placement of a tvt obturator. Reportedly, the pt went on to have add'l problems as of (B)(6) 2014. The pt and her attorney have alleged that as a result of these products being placed in the pt, the pt has experienced pain, injury, and has undergone corrective surgery and medical treatment. The following info was not provided by the complainant. Specific info of the alleged injury. Specific info regarding whether intervention was performed. Specific info regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury, current pt status.

Manufacturer narrative:
Product manufacture date unk as lot number not provided by the complainant. Conclusions - root cause inconclusive due to lack of details provided by the complainant. Investigation - evaluation: investigation into this claim included: a review of the claim allegations, a review of the cbi complaint system, and all other communication and investigation into this claim is being handled by our attorney. Summary of investigation findings: based on the info provided by the complainant, details regarding a specific correlation between a cook biotech incorporated manufactured product's performance and the alleged injury remain unk. A root cause of the claim allegations in inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, a f/u MDR will be filed.